Event description:
It was reported that the pt experienced "episodic" increased spasticity and rigidity. "Continually removing more from reservoir that was stated on programmer for pump fills." The pump was explanted and replaced due to "failed pump battery" per operative report. The procedure included catheter revision, pump programming and refill. "Positive flow or csf from the catheter throughout the case without problems" was noted. The new pump was refilled with drug from the old pump and a priming bolus was programmed. A new sutureless connector was attached to the catheter and secured to the pump. The pump contained compounded baclofen 3000 mcg/ml at a dose of 1249 mcg/day. The pt recovered without sequela; discharged without complication.

Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.